Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as the device emitted tones and was noted to have reached elective replacement indicator (eri) status earlier than expected. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The device is not expected to be returned for analysis.